Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19569838, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was only feeling stimulation on one side of the body. X-ray was taken and showed that the leads had migrated. The patient underwent a lead explant procedure.